Manufacturer narrative:
Concomitant products: product ID 7424, serial # (B)(4), implanted: (B)(6) 1998, product type implantable neurostimulator; product ID 3080, lot # l55799, implanted: (B)(6) 1998, product type lead; product ID 7495-10, serial #(B)(4), implanted: (B)(6) 1998, product type extension; product ID 3080, lot # l51223, implanted: (B)(6) 1998, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3080, lot # l55799, implanted: (B)(6) 1998, product type lead; product ID 3080, lot # l51223, implanted: (B)(6) 1998, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed an MRI in the past but could not have one because the device was still implanted. It was noted that the patient has had the device disconnected for some time. It was noted that the leads were explanted but the devices were still implanted. Refer to manufacturer report # 6000032-2013-00189 for report on the patient¿s right stimulator.